Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and low r-wave amplitudes resulting in both a stored untreated episode and a delivered inappropriate shock. An -xray was completed with indication of migration due to suspected twiddlers syndrome. Noise was unable to be reproduced with testing. The system was then programmed to the secondary vector and will be closely monitored. This system remains in service. No adverse patient effects were reported.